Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that replacing the backup battery resolved the backup battery fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported controller fault alarm from (B)(6) 2025, the system controller appeared to be working appropriately at the clinic. The log file recorded a backup battery fault event on 24dec2025. The event appeared to have occurred after controller attempted a load test. The fault appeared to have cleared after (B)(6) 2025 at -6:07:40. Which could be due to the emergency backup battery passing the load test during another attempt. Per technical services recommendation, the backup battery was replaced. Additional information was received that the system controller was to be returned indicating a controller exchange was performed.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via submitted log files; however, it was not reproduced during testing of the returned backup battery (serial number: (B)(6)). Review of the controller periodic log file showed backup battery fault alarms were active beginning at 23:07:59 on 24dec2025 and clearing at 7:07:40 on 27dec2025. The alarm was associated with the backup battery not passing the load test. No other notable alarms were observed. The alarms did not affect the controller's ability to support the pump. Pump function was not affected. The returned backup battery was functionally tested and found to operate as intended during testing. The backup battery was installed in a test system controller and operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. Provided information stated the alarms were resolved by replacing the backup battery. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was not exchanged.